Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticm5_13.2, -12.50/1.5/153 (sphere/cylinder/axis) , implantable collamer lens into the patient's left eye (os) on (B)(6) 2019. The lens was removed and replaced on (B)(6) 2019 for a shorter length lens due to excessive vault. This resolved the problem. Cause of the event is reported as device.

Manufacturer narrative:
Device evaluation: lens was returned in micro-centrifuge vial, with moisture on the lens. Visual inspection found no visible damage to lens and debris on the lens. Claim# (B)(4).